Manufacturer narrative:
The device was sent to cardioquip and tested. Cfu counts exceeded the acceptance criteria set by cardioquip. The device went through an internal water pathway replacement and afterwards, according to lab results, the cfu count met the acceptance criteria. The device was inspected and is fully functional.

Event description:
The customer reported the device was potentially contaminated and requested an internal water pathway replacement.